Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver ceased to function. Additional event or patient information is not available. No product or data was provided for evaluation. The reported event of receiver ceased to function was not confirmed. A root cause could not be determined.